Event description:
It was reported that the patient experienced a wound issue at the deep brain stimulation (dbs) right burr hole incision site. The patient noted a scab which appeared approximately six months ago. The patient underwent an irrigation and debridement procedure. During the procedure, when physician shaved the patients head, the dbs lead inside the scab was visible. No devices were explanted. The patient was prescribed antibiotics for several weeks. Cultures were taken which confirmed rare staphylococcus lugdunensis. The patient has bit more tremor but is doing well postoperatively. Additional information was received that the patients wound on his head did not heal. The patient underwent a procedure in which the entire system was explanted. A computed tomography (CT) was performed postoperatively and there was a small brain bleed by the right lead after it was removed. The patient was admitted to the intensive care unit (ICU) for observation. All neurological testing was normal. The patient later underwent another CT scan, which came back normal. The patient has been discharged and no other medical intervention will be done. The explanted devices will not be returned as they were discarded at the hospital.

Manufacturer narrative:
Additional suspect medical device components involved in the event product family dbs-lead fixation. Upn m365db4600c0. Model db-4600c. Lot 25184441. Batch 25184441. Product family dbs-linear leads. Upn m365db2202450. Model db 2202-45. Serial (B)(6). Batch 7072765 and 7072915. Product family: dbs-extension upn m365nm3138550 model db-3138-55 serial (B)(6). Batch 7076194 and 7076295. Product family: dbs-ipg-r-MRI. Upn m365db1200s0. Model db-1200s. Serial (B)(6). Batch 742309.

Event description:
It was reported that the patient experienced a wound issue at the deep brain stimulation (dbs) right burr hole incision site. The patient noted a scab which appeared approximately six months ago. The patient underwent an irrigation and debridement procedure. During the procedure, when physician shaved the patients head, the dbs lead inside the scab was visible. No devices were explanted. The patient was prescribed antibiotics for several weeks. Cultures were taken which confirmed rare staphylococcus lugdunensis. The patient has bit more tremor but is doing well postoperatively.

Manufacturer narrative:
Additional suspect medical device components involved in the event product family dbs-lead fixation, upn m365db4600c0, model db-4600c, lot 25184441, batch 25184441. Product family dbs-linear leads, upn m365db2202450, model db 2202-45, (B)(6).